Event description:
It was reported that while at home, the patient¿s controller exhibited electrical fault alarms and high watt alarms and they called their coordinator to report the alarms. The coordinator had the patient slide the driveline (dl) cover back and asses the connection and the patient reported that something seemed a bit loose. The patient was then instructed to go to the emergency department (ed) for further evaluation. Upon assessment in the ed, it was determined that the dl was engaged with the controller and movement noted as intended with correctly functioning connector. It was further reported that the integrity of the dl from the exit site to the controller showed no breaks and the dl cover was noted to be on correctly. Of note, the surgeon did not want to exchange the controller as the patient was currently actively listed for transplant were hoping to use this situation to upgrade their status. The patient was admitted into the intensive care unit (ICU) in stable condition with no adverse events. It was further reported that the patient received a heart transplant. The patient had continued to have on and off electrical fault alarms but remained stable. Right before the transplant and turning off the ventricular assist device (vad) a controller exchange was performed, and it was noted that the vad ¿did not really start and went only up to about 400rpms. The patient was successfully transplanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system controller 2.0: model #: 1420 / catalog #: 1420 / expiration date: (B)(6) 2018 / serial#: (B)(4), UDI #: (B)(4). Mfg date: (B)(6) 2017, no patient ime code(s): (B)(4), imf code(s): (B)(4 ), img code(s): (B)(6), FDA device code(s): (B)(4). FDA results code(s): (B)(4) FDA conclusion code(s): (B)(4). Heartware ventricular assist system, controller 2.0: model #: unk / catalog #: unk / expiration date: unk / serial#: unk UDI #: (B)(4): no mfg date: unk, no: patient ime code(s): (B)(4): imf code(s): (B)(4): img code(s): (B)(4): FDA device code(s): (B)(4). FDA results code(s):(B)(4): FDA conclusion code(s):(B)(4). Additional information has been requested regarding the controller serial number and event details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: serial# (B)(6), d9:yes 2022-01-06 h3:yes h6:FDA method code(s): b01, b15 h6:FDA result code(s):c15 h6:FDA conclusion code(s):d11 serial# (B)(6), d9:yes 2022-01-06, h3:yes h6:FDA method code(s): b01, b15 h6:FDA result code(s):c19 h6:FDA conclusion code(s):d11, d10 h6: patient img code(s) g04034 product event summary: the pump ((B)(6)) and two (2) controllers ((B)(6)) were returned for evaluation. Review of the pump's manufacturing records confirmed that the associated device met all requirements prior to release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed functional testing. Visual inspection of (B)(6) revealed contamination within both power ports, the serial port, and the pump connector. Visual inspection of (B)(6) revealed contamination within the pump connector. Of note, despite the observed contamination, no alarms were triggered during functional testing of the controllers. The observed contamination is an additional finding not related to the reported event, likely due to the handling of the devices. Visual inspection of the pump revealed no indication of mechanical abrasion or abnormal wear of the impeller or on the housing surfaces. Internal pathological report revealed no evidence of thrombus within the device. Post-explant functional analysis was not possible since the driveline was received with damaged wires too close to the header to be able to conduct a splice and thus perform a functional testing. Dimensional verification of the pump revealed that the front preload measurement, front housing disc curvature, and rear housing disc curvature were found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Visual inspection revealed damage of the strain relief close to the header of the pump. Wire damage was noted on the yellow, white, and blue cables at the site of the damage; the blue wire of the driveline was completely severed. Functional testing of the detached driveline segment revealed that the wires maintained continuity across the length of the received segment. The driveline connector¿s locking mechanism worked as intended since it was able to connect securely to a test controller port. Supplemental testing revealed that the damage on the driveline cable was found to be caused by fatigue stress due to directional tension and impact at the break immediately adjacent to the device. Log file analysis revealed that (B)(6) was the patient¿s primary controller. Analysis of the controller log files associated with (B)(6)revealed 191 reactivation events and 79 electrical fault alarms were logged between 08/dec/2021 and 13/dec/2021 due to an open phase on the front stator, corresponding with the severed blue wire of the driveline, resulting in the pump running on a single stator (rear stator only). Additionally, 41 high watt alarms were logged since 08/dec/2021, likely due to the increased power consumption associated with the pump running on a single stator. A vad disconnect alarm was logged on 13/dec/2021 at 18:59:59 indicating a physical disconnection of the driveline from the controller, which correlates with the reported controller exchange. Log file analysis associated with (B)(6) revealed a controller power up event logged on 13/dec/2021 at 19:23:52, indicating that the controller was put into use following the reported controller exchange. An electrical fault alarm was logged on 13/dec/2021 at 19:23:58 due to the front stator not being connected. This was followed by a vad stopped alarm at 19:24:56 indicating a failure of the pump to restart after multiple attempts. In addition, log files revealed speed parameters between 0 and 500 rpm during the period in which the pump was attempting to restart. As a result, the reported electrical fault alarms, high watt alarms, and pump failure to restart associated with "about 400 rpms" event were confirmed. Based on the available information and the investigation conducted, a possible root cause of the reported electrical fault alarms and high watt alarms may be attributed to the damage at the strain relief of the pump header which likely left the driveline wires exposed, further allowing a wire to break from the header, thus triggering the alarms. A possible root cause of the damage at the strain relief may be attributed, but not limited, to damage induced during implant which progressed over time; however, an internal investigation is further evaluating this issue. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.